Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted. Item # 00506905200/ front loading cartridge kit / lot # 64510243, item # 00504901100/ disposable mixing bowl and spatula/ lot # 64655319/ quantity 13. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02116, 0001822565-2020-02119, 0001822565-2020-02124, 0001822565-2020-02125, 0001822565-2020-02126, 0001822565-2020-02127, 0001822565-2020-02128, 0001822565-2020-02129, 0001822565-2020-02130, 0001822565-2020-02115, 0001822565-2020-02137, 0001822565-2020-02141, 0001822565-2020-02143.

Event description:
It was reported that the during inspection of product that debris was found inside sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products confirmed the presence loose particles in some of the products. For lot #64655319, 11 pouches contained one loose blue particle, two (2) pouches contained two loose blue particles. For lot #64510243, one package contained one loose blue particle. Review of the device history record(s) for the reported items identified no deviations or anomalies related to the reported issue during manufacturing. (B)(4) units from lot #64655319 and one unit from lot #64510243 were considered non-conforming when they left zimmer biomet control. The loose blue particles likely came from the excess flash generated during the molding process of the products and/or during the trimming of this excess flash. The root cause of the reported issue is attributed to a manufacturing issue. A change to manufacturing has been implemented to reduce flash and reduce trimming for the mixing bowls.

Event description:
No further event information is available at the time of this report.